Event description:
It was reported that the 9800 system displayed intermittent high ma error, following fluoro. Error would be cleared by pressing any button on the control panel. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the high voltage supply regulator pcb and performed a generator calibration. The system was tested and found to be working as intended and placed back into service.